Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On (B)(6) 2020, a patient (pt) in (B)(6) reported blurred vision and redness while wearing acuvue® 2® brand contact lenses on both eyes. The pt visited the doctor who advised that the ¿cornea was damaged.¿ the pt was prescribed sodium hyaluronate eye drops, one drop every 2 hours; levofloxacin eye drops, one drop every 4 hours; calf blood deproteinized extract eye gel, one drop 3 times. The pt reported a follow-up visit to the doctor scheduled for (B)(6) 2020. On 11sep2020, additional information was received from the pt: the pt visited the doctor today for follow-up. The doctor advised that both eyes were getting better, but to continue using the same prescribed medication. The pt reported still having photophobia. The pt has a follow-up appointment scheduled for next week (unspecified date). Medical report was requested. On 16sep2020, the pt¿s medical report dated 08sep2020 was received: contents of inspection: routine examination of ophthalmology; anterior chamber depth measurement; nct; fixation property examination; corneal fluorescein examination; color printing photos; anterior segment photography. Preliminary diagnosis results: keratitis; corneal epithelial exfoliation. Treatment: sodium hyaluronate eye drops; levofloxacin eye drops; recombinant bovine basic fibroblast growth factor in eye drop. On 23sep2020 a call was placed to the pt and additional information was provided. The pt reported the eyes are getting better already. The pt can wear glasses and see properly. The ecp did not provide a medical report after the 3rd visit but advised the pt to continue using the medications prescribed previously. No additional medical information was provided. No additional information has been received. This report is for the pt¿s od event. The report for the pts os event will be filed in a separate report. The suspect od contact lens was requested for return for evaluation but have not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l00494k was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 26nov2020, additional information was received from the patient (pt) who reported that the power ¿went up by 2.0¿ on the most recent eye exam. No further information was received. This report is for the od event. A separate report will be filed for the os event. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On (B)(6) 2020, the patient¿s (pt) medical receipts and medical report were received. Medical report: date of service: on (B)(6) 2020; diagnosis: keratitis, corneal epithelial exfoliation; suggestion: ¿continue eye drops treatment, reduce the use of eyes, pay attention to rest, and f discomfort, follow-up. At present, it is not recommended to wear glasses until keratitis recovers.¿ medical receipt: date of service: on (B)(6) 2020; department: ophthalmic and ocular surface diseases clinic; contents of inspection: routine exam of ophthalmology, anterior chamber depth measurement, iop nct, fixation property exam, corneal fluorescein exam, anterior segment photography, color printing photos; western medicine: sodium hyaluronate eye drops 10ml, recombinant bovine basic fibroblast growth factor in eye drop, levofloxacin eye drops. Medical receipt: date of service: on (B)(6) 2020; department: laser surgery clinic for myopia; contents of inspection: routine exam of ophthalmology, anterior chamber depth measurement, iop nct. Medical receipt: date of service: on (B)(6) 2020; department: general ophthalmology clinic; contents of inspection: routine exam of ophthalmology, corneal fluorescein exam; western medicine: levofloxacin eye drops, sodium hyaluronate eye drops, recombinant bovine basic fibroblast growth factor in eye drop. Medical receipt: date of service: on (B)(6) 2020; department: ophthalmic and ocular surface diseases clinic; contents of inspection: routine exam of ophthalmology, anterior chamber depth measurement, fixation exam, color vision inspection, prism inspection, the medical refraction; western medicine: sodium hyaluronate eye drops 10ml. On (B)(6) 2020, the pt was contacted, and additional information was received. The pt reported the condition of the eyes are getting better, but the pt is still experiencing occasional eye tearing. The pt may go to the hospital for a follow-up visit to check the eye condition in the future. No further information was provided. One opened contact lens case was received containing two lenses for lot#: l00494k. Lens one and lens two met company standards for base curve, center thickness, power, and diameter. Lens one revealed no visual attributes. Lens two revealed a surface tear. No other visual attributes were observed. This product was returned opened and it is not known what external influences may have contributed to the findings. No additional information has been received. This report is for the od event. A separate report will be filed for the os event. If any further relevant information is received, a supplemental report will be filed. Section h.6. Evaluation codes: code 2235 - tearing, excessive. Code 10 - testing of actual / suspected device.